Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate tachy shocks, to the point of exhausting the available therapy, due to an episode of supraventricular tachycardia. The device undersensed an atrial beat that led to the treatment decision. Technical services discussed re-programming options to avoid this issue from happening again in the future. This ICD remains in service and no additional adverse patient effects were reported